Manufacturer narrative:
The tech replaced the brake caster to repair the stretcher.

Event description:
Info received indicates the brake caster will lock and hold, but the caster rotates if pushed from the side.